Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
It was noted that the right coronary artery was stented post ballooning with 3 cyphers. The pt was initially admitted with unstable angina pectoris in 2007. The pt had lesions in the proximal right coronary artery and in the mid left anterior descending branch. The proximal right coronary artery was type c, totally occluded, de novo and moderately tortuous. The lesion was 34mm in length and the vessel diameter was 2.75mm. The lesion was pre-dilated and then a 2.7 x 28mm cypher select plus stent implanted at 14 atm electively, a 2.5 x 33mm cypher select plus stent implanted at 12 atm to treat a type c dissection and a 2.5 x 23mm cypher select plus stent implanted at 10 atm to treat a type c dissection. All of the stents were overlapping. The mid left anterior descending branch was type a with 70% stenosis. It was de novo, irregular, concentric, moderately calcified and moderately tortuous. The lesion was 14mm in length and had a vessel diameter of 2.75mm. A 2.75 x 18mm cypher select plus stent was implanted at 10 atm electively. The pt's medication include the following: aspirin (pre, intra and post procedure), clopidogrel (pre, intra and post procedure), statins (pre procedure), beta-blockers (pre and post procedure) and heparin (intra procedure).